Event description:
A company employee reported apparently anti-hbs false positive result for a proficiency survey sample run by a customer. Anti-hbs false positive results are a risk to public health. There was no report of pt harm as a result of this event.